Event description:
It was reported that during a revision gastric bypass procedure on the second and ninth firing there were. On the second and ninth firing with white cartridges there were three malformed staples in the center of the staple line. The surgeon used suture in the area to over sew the staple line. The case was completed with no patient consequence. On what tissue type was the device used? Small bowel. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd and 9th firing. What color cartridge was being used? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Possible single staple line. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.